Event description:
Blood glucose results of "158, 150, 253 and 143 mg/dl" with a lifescan meter, performed within 10 minutes of each other. A potential malfunction of the meter in terms of precision. In addition to the precision inaccuracy concern, the patient/reporter also mentioned the strips were damaged. Damaged strips can cause inaccurate test results on the meter. There was no allegation of harm or injury. The strips and control solution have been replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them.